Event description:
The patient was implanted on (B)(6) 2025 and subsequently reported hoarseness, which was later diagnosed as vocal cord paralysis. Subsequent follow-up indicated normal voice was occasionally coming back. During the most recent follow up, the patient reported additional symptoms of loss of voice and swallowing difficulties that began following the implant procedure and that they had recently undergone a laryngoplasty procedure to improve hoarseness. Date of the procedure was not available/unknown. The patient also expressed dissatisfaction with their improvement after attending therapy protocol. The device is currently off to support recurring MRI exams.